Manufacturer narrative:
Correction information: g6: follow up #1; h2: if follow-up, what type?; h3: device evaluated by manufacture; h6: coding changed, based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the ift need to be fastened, so it had been repaired.

Event description:
The ift is loosened and leaky. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Model ec38-i10l-us is available in the USA with a 510k number k131855.